Event description:
It was reported that the injection port detached from a bag of accusol. The reporter stated that this occurred when the injection port cap was pulled off. There was no patient involvement. No additional information is available. This is report 2 of 5.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents was conducted for lot number 13i09g71 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.